Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21171. It was reported the patient experienced auto-reduction. Diagnostics revealed multiple invalid and low impedance contacts. The patient is currently without stimulation. X-rays will be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-21171. Further review of the manufacturer's device database identified the patient has two 3146 leads with the same lot number. Follow-up identified the patient underwent surgical intervention to explant and replace the two 3146 leads. Effective stimulation was restored post-operative.